Manufacturer narrative:
Device evaluated by MFR: only the guide wire was returned for analysis. The guide wire was received broken into two parts. One section is bent, including the tip and the other section is kinked. Both sections of the broken wire presents evidence of kinking in the breakage points. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a guidewire break occurred. An accustick¿ ii was selected for use. During procedure, the physician used the device introducer and the guide wire from the device kit. The physician tracked the accustick ii catheter over the wire; however, a kink in the wire was noted. Subsequently, the wire broke off inside the body. The physician proceeded with some forceps to grab and retrieve the wire, which was about 2-3 cm inside the body. The procedure was completed with a different device. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a guidewire break occurred. An accustick ii was selected for use. During procedure, the physician used the device introducer and the guide wire from the device kit. The physician tracked the accustick ii catheter over the wire; however, a kink in the wire was noted. Subsequently, the wire broke off inside the body. The physician proceeded with some forceps to grab and retrieve the wire, which was about 2-3 cm inside the body. The procedure was completed with a different device. No further patient complications were reported.